Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced allergic reaction and puss. The customer¿s blood glucose level was unknown. The customer reports that they did not received medical treatment as a result of the site issue. The customer did not go to hospital but did get a cream prescribed. The sensor will not be returned for analysis.

Manufacturer narrative:
(B)(4).